Event description:
Several days following carotid stent implantation and while the patient was in church in 2005, they were noted to be gazing to the right and had jerking motion to their upper extremities. They became unresponsive, was short of breath and got combative. The patient was hospitalized for 6 days (altered loc/unresponsive syncopal episode/seizure). The patient outcome was resolved.

Event description:
Results of blood flucose, cardiac enzymes, and EKG testing were normal. Head CT, head MRI and mra chronic ischemic disease but were negative for acute event. Discharge diagnosis: syncopal episode, seizure disorder, possible tia.